Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device alerting fluid delivery line open significant air in line. Patient had incontinent episode. Only 2 pads connected currently. No issues with device prior to this episode. Patient had been on device since (B)(6). The device was in normothermia with target temperature was 37c and patient temperature was 38.1c. Other nurse in room, wanted to add water to device. The water flow rate was 0.4 l/m. Mis explained that no water was needed and never add water unless device specific alerts saying it was empty and the pads have been purged. Mis walked nurse through stop therapy, disconnected 2 pads and replaced with new pads. Nurse reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Nurse restarted therapy device continued to alert fluid delivery line open and low flow. The system diagnostics showed water flow rate was 0.4 l/m, inlet pressure was -2.6 psi, circulation pump command was 100 percentage, mixing pump command was 100 percentage, heater was 0 and water reservoir limit was 5. The water flow rate dropped to zero. Nurse tried restarting device and it would go from priming to no flow. They would swap out to a different device that was available. Per follow up information received via phone on 10mar2023, it was reported that there was no impact to the patient and therapy was completed with a second device. The patient was a female, no other information was provided regarding the patient. Nurse was advised by mis to switch devices. The second device had the same errors alerts, nurse then changed the pads, and the second device began to work. The first device was sent to biomed.

Event description:
It was reported that the arctic sun device alerting fluid delivery line open significant air in line. Patient had incontinent episode. Only 2 pads connected currently. No issues with device prior to this episode. Patient had been on device since 22feb. The device was in normothermia with target temperature was 37c and patient temperature was 38.1c. Other nurse in room, wanted to add water to device. The water flow rate was (B)(4). Mis explained that no water was needed and never add water unless device specific alerts saying it was empty and the pads have been purged. Mis walked nurse through stop therapy, disconnected 2 pads and replaced with new pads. Nurse reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Nurse restarted therapy device continued to alert fluid delivery line open and low flow. The system diagnostics showed water flow rate was (B)(4), inlet pressure was -2.6 psi, circulation pump command was 100 percentage, mixing pump command was 100 percentage, heater was 0 and water reservoir limit was 5. The water flow rate dropped to (B)(4). Nurse tried restarting device and it would go from priming to no flow. They would swap out to a different device that was available. Per follow up information received via phone on 10mar2023, it was reported that there was no impact to the patient and therapy was completed with a second device. The patient was a female, no other information was provided regarding the patient. Nurse was advised by mis to switch devices. The second device had the same errors alerts, nurse then changed the pads, and the second device began to work. The first device was sent to biomed. Per follow up information received via phone on 06apr2023, no pads were kept so they were unable to provide pad size. Patient completed therapy without further issues. Nurse was unable to provide any further information.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt speed controller set too low". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.